Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating. The procedure was completed with the same device without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
During the device evaluation, the rotor was found to be worn and sticking to the driveshaft. The increased friction from the worn rotor on the driveshaft was identified as a probable cause of the reported overheating.